Event description:
It was reported that during a direct stenting treatment procedure, stent migration occurred. The patient presented with a non-calcified, concentric, ostial, de novo lesion demonstrating 85% stenosis. The lesion was located in the non-tortuous, 9 mm diameter left subclavian artery, and was 25 mm in length. The lesion was accessed from the femoral artery using a 7f jr4 guide catheter and a 0.014" guidewire. No resistance was encountered. A continuous flush with heparinized saline was maintained throughout the procedure. The physician placed the carotid wallstent, but it migrated immediately after placement to a location behind the target lesion and covered the vertebral vessel. There were no attempts to retrieve the migrated stent. The physician subsequently implanted another carotid wallstent at the target lesion and performed post-dilatation with a wanda 8x40 mm balloon. It was reported that there were no injuries or complications for the patient. Patient status is reported as "stable."